Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was damaged and no longer charged the pump. The customer's blood glucose level was 190 mg/dl. Replacement cable was sent the customer.